Manufacturer narrative:
Device evaluation summary: indentations were visible on the surface of the applier proximal to the tip. Slight kinks were visible along the applier. Visual inspection confirmed there was a broken endoanchor loaded in the applier. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 7.76v. A new battery was attached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax05 battery low detection, 0bx07 ready, 0cx07 drive motor operation time-out, 00x17 fatal. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The broken endoanchor was removed. An endoanchor was loaded and deployed with no abnormalities noted therefore the applier functionally was confirmed. The cause of the reported endoanchor loading difficulties were not confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported endoanchor fracture could not be determined. Images during implant of the anchor were not seen in the returned images. The applier and fractured anchor are pending return and analysis and the results will be summarized in a separate report. Possible anatomical causes of the fracture include implanting into the areas of calcification, thrombus, and highly angulated anatomy. Improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier are additional possible causes that may have contributed to the anchor fracture. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui system and heli-fx endoanchors were implanted in an endurant ii stent graft system during the treatment of a type iiib endoleak. The endurant stent graft system was previously implanted approximately 6 years previously. The current aneurysm diameter is 70mm. It was reported on an unknown date a type iiib endoleak was observed in the main body (etbf2816c166ee). The physician elected to implant a aui system and endoanchors to seal. The aui was extended with an iliac graft. The left iliac was occluded with non-medtronic plugs and ballooning completed. A control angiogram was run and a type IV endoleak with porosity seen around the main body and the aui was observed with contrast seen entering the contralateral side of the main body. The physician ballooned and implanted endoanchors as planned to improve the apposition of the aui stent inside the main body however the endoleak persisted. The physician suspected the problem may be coming from the right iliac side and decided to implant a etlw1616c82ee to cover the area of 14mm of the aui and the 16mm area of the 1620 limb. Ballooning was completed again but the endoleak was still evident. It was also reported when the physician was implanting one of the endoanchors' an unusual "noise" was heard. The physician pressed the backwards button to rewind the endoanchor but the strange noise sounded again. The physician moved the distal part of the applier and it was observed that it was disconnected from the wall of the aorta. The system was removed from the patient and the endoanchor was noted to be fractured with half the endoanchor in the endograft and the other half inside the applier. Per the physician the cause of the type iiib endoleak is undetermined. The cause of the type IV endoleak may in part be due to the patient's anatomy which hindered the apposition of the aui into the main body. The cause of the fractured endoanchor is undetermined. No additional clinical sequelae were reported and the patient will be monitored.